Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance and subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other graftmaster stent system referenced is filed under a separate medwatch report number.

Event description:
It was reported that two 4.0 mm graftmasters, a 16 and 19 mm length, were inserted to treat a perforation in the saphenous vein graft (svg) to the obtuse marginal artery (om). There was in-stent restenosis proximal to the perforation which prevented the graftmasters from reaching the perforation. Many attempts were made to cross and the guide catheter was upsized, but the perforation could not be reached. Coil embolization was performed to treat the perforation, which occluded the svg, but there is some collateral blood flow to the om. The patient status is improving. There was no additional information provided.